Event description:
On 02/05/2025, a sales representative reported via phone that an ar-2324kpct peek knotless swivelock suture anchor had the shuttle suture link broken due to the knotless mechanism not smoothly shuttling through. The broken suture was removed from the patient. Due to the issue, there was a one-minute delay, and an ar-2324pslc was used to complete the case. This was discovered during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.